Manufacturer narrative:
The facility will not be returning the device for eval. Should add'l info become available, a supplemental report will be filed. Report 1 of 2.

Event description:
The user facility reported the cutting was not effective at times; however, aspiration continued. Surgery was completed with no pt injury.